Event description:
It was reported that the system had difficulty converting an arrhythmia. It took five shocks to convert the arrhythmia successfully. There was some undersensing at the beginning of the event. Also, the shock impedance was high but within normal limits. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.